Manufacturer narrative:
The device was not returned to veran for evaluation, as the device was discarded by the hospital. A root cause could not be determined. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
The facility reported that during the procedure, it was noticed that the distal end of the forceps (ins-0372 always-on tip tracked forceps, 1.8mm od, serrated cup) appeared "very rough" on the endoscopic image. The customer was concerned that this would cause scope damage, especially when flexed. However, this had no effect on the ability to open, close or use the forceps. The physician was able to successfully complete the intended procedure after switching to a new instrument. There was no procedural delay and there was no injury to the patient or user as a result of the reported issue.